Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the header bag, arteriotomy locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 04 jan 2024: the procedure was being performed for the patient, prior to using the angio-seal device was a percutaneous transluminal angioplasty pta of the lower leg. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A 6 french procedure sheath was used. A pre-deployment angiogram was performed. There were no plaques or stenoses and the vascular was in very good condition. There were no problems at all when inserting. Unfolding was not possible as the system was pulled out without any resistance. The patient was stable. No equipment or other device were used with the involved angio-seal. Access artery was in very good condition.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5.

Event description:
The user facility reported that after the device was applied, and the anchor was placed, no resistance was felt, and the device was pulled out without anchoring. The doctor was unable to see an anchor on the device. The procedure was completed by manual compression. The patient had been treated as intended. There was no significant blood loss.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.